Event description:
The subject device was returned for analysis and the device investigation revealed that subject guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports - 1st MDR due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned kinked. The distal end was fractured in two locations, 290 and 291cm. The first fractured was along the nitinol tubing with the core and platinum wire intact. The second fracture was along the nitinol tubing with the platinum wire stretched. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the super-selective catheterization, the subject guidewire was stretching. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. During analysis, guidewire was noted to be kinked, the distal end was fractured in two locations, 290 and 291cm. The first fractured was along the nitinol tubing with the core and planum wire intact. The second fracture was along the nitinol tubing with the platinum wire stretched. The guidewire likely fractured due to severe tortuosity of the patient¿s vessels, which caused excessive bending and torsional stress during super-selective catheterization. This resulted in stretching and damage to the guidewire. An assignable cause of procedural factors will be assigned to as reported 'guidewire distal tip stretched' as well as analyzed 'guidewire kinked/bent', 'guidewire distal tip stretched', 'guidewire distal tip broken/fractured during use', as this complaint appears to be associated with a product that met stryker design and specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.